Event description:
Reporter stated that customer received the following results on the performa system within 2 minutes: 493 mg/dl and 213 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).